Event description:
It was reported that the patient had suffered severe impacts on her head and body in the night of (B)(6) 2013, and was no longer having any access to sound with her audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.